Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the time and date of the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09-aug-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug -2019 with the following findings: testing revealed the time and date reset to factory settings after a power on reset. The pump was opened and evaluation revealed that the internal clock battery on the printed circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.